Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system failed bootup. Upon troubleshooting, the fse found that the system stopped at the x-ray booting up screen and philips splash screen due to corrupted suite pc software. To resolve the issue, fse performed cold and warm restart and a full shutdown that included ups (uninterrupted power supply) and breakers. After reloading the software and restoring the backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.